Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that did not have any flow. Per wo notes, during testing they found that the circulation pump was weak and the device was due for the 2000 hour pm, system currently has almost 5000 hours on it, sending 2k pm parts list.